Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-jul-2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. Corrosion was observed in the battery compartment. A leak test verified a leak in the battery compartment. The pump cover was removed; moisture was found internally on the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.